Manufacturer narrative:
This lead was successfully re-positioned. There was no further issue and no adverse patient effect beyond the necessary early surgical intervention.

Event description:
Boston scientific received information that this transvenous right ventricular (rv) lead did become dislodged. The device had exhibited oversensing and double-counting, leading to inappropriate shock as a result of the lead's errant position. There were no reported adverse patient effects beyond the need for surgical intervention and also the turning off of the device due to the double-counting until the surgery could be accomplished.